Event description:
(B)(6) complaint handling unit reported a revision prodisc-c double level. Implant date was (B)(6) 2010. Implant removal date was on (B)(6) 2010. After the primary implantation, the patient developed a deltoid weakness and pain when her head was in an inclined position. This must have been caused by a slight olisthesis in the segment c4-5 which remained undetected before the surgery. The deltoid weakness disappeared after the first revision, but the patient developed a biceps paralysis. Therefore the surgeon decided to operate on her again and to fuse c5-6.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.